Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified during visual inspection of the finished products at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured on august 18, 2022 - august 19, 2022. H10: two (2) actual and four (4) photographs of the samples were received for evaluation. The actual samples were received partially filled with an amber liquid. Visual inspections with the naked eye and with magnification were performed on the actual samples and no particulate matter was identified in either sample. The fill port connector caps were removed and no issues were observed in either of the samples. Upon inspection the photographs of each sample, a colorless to white, irregularly shaped unknown particle was observed in one of the photographs of each sample. The reported condition was verified in the photo samples; however, not verified in the actual samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.